Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint light transmission failed, distal fibers fiber breakage and fog free function need to activate is cause traced to component failure and for objective lens dirt in objective unit, yellowish dark stains on cable is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited light transmission failed, objective lens dirt in objective unit, yellowish dark stains on cable, distal fibers breakage and fog free function need to activate. There was no patient involvement.